Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated pre-implant and telemetry issues were noted. The device was reinterrogated but capacitor reformations were not able to be done as messages related to telemetry connectivity were continually received. Another device was successfully used and implanted in the same environment. A few days later, another attempt was made to communicate with the device. This was in a different environment with a different programmer, and the device was unable to be interrogated. The device was never implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted no anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.